Event description:
It was reported that when using the bd pyxis¿ medbank tower, a validation code did not function as expected. The user reported receiving an error message when attempting to issue ativan 0.5 mg after entering the validation code. The validation code was verified and appeared to be correct. Tier 2 support was consulted and reported that the cabinet had not synchronized; therefore, the medication order data was not available for issuance.there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the validation code was not working. A technical support specialist (tss) confirmed that would contact the pharmacy regarding the medication. It was verified that the cabinet had resumed synchronizing with medbank myqlink, no stuck records were present, and the medication order was available for issuing. The system functioned as intended after the technical support specialist verified the device.